Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# v002694, product type: lead; product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Section other relevant device(s) are: product ID: 3389-40, serial/lot #: v002694, (B)(6), (B)(4); product ID: 748251, serial/lot #: (B)(4), (B)(6), (B)(4). (B)(4) apply to both the lead and the ins if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller mentioned an infection that the patient had in the past. Caller stated that the patient had an infection on the right lead at some point. The caller stated that the patient developed some skin issues and erosion at the scalp and a spot at the battery that developed "some trouble." The caller indicated that was the reason for the removal of the system on the right side and it had not been replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the skin issues and erosion were related to an infection at the battery site as well as the top of the head. Due to this the system was removed in 2015 which resolved the issues. No further complications were anticipated.